Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A photographic inspection was performed and revealed a puncture in the bag. The reported condition was verified. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bag leaked from the top corner, where it is hanged. There was no patient involvement. No additional information is available.